Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2401 is being used to capture the reported unspecified serious injuries.

Event description:
A physician reported a case he reviewed to boston scientific corporation. It described an unknown amount of serious injuries attributed to the use of spaceoar with cryotherapy. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.